Event description:
The customer reported via phone call being hospitalized due to unexplained low blood glucose levels on (B)(6) 2014. The customer's blood glucose was unknown at the time of admission. The customer did not observe any significant events leading to the admission. The customer stated that the insulin pump's drive support cap was flush with the insulin pump, and she did not know how the damage occurred. The customer's blood glucose when she observed the damage was 278 mg/dl. She had not pressed the drive support cap while connected to the device. She declined troubleshooting assistance and requested replacement of the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis. She also reported having been hospitalized for unexplained low blood glucose again on (B)(6) 2015.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-55512, please see medwatch report # 3004209178-2015-55521.